Event description:
It was reported that as lvp 20d 3ss cv tubing was kinked. The following information was provided by the initial reporter: material no: pri tubing batch no: unknown it was reported a bulge in tubing - inside the pump while in use.

Manufacturer narrative:
One photo was received by the customer which verifies the customer complaint of a bulge in tubing - inside the pump while in use. No product was returned by the customer. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv tubing was kinked. The following information was provided by the initial reporter: material no: pri tubing batch no: unknown. It was reported a bulge in tubing inside the pump while in use.